Manufacturer narrative:
Siemens has requested more information and instrument data files for investigation. Customer did not provide requested information. Siemens is unable to conduct an investigation. The cause of this event is unknown.

Event description:
The customer is alleging discrepant high sodium on siemens epoc device as compared to a non-siemens biochemistry analyzer (ba). There was no report of injury due to this event.

Manufacturer narrative:
Siemens has completed the investigation. The in-house test analysis of sodium for the card lot in question, 03-23034-60, did not identify any deficiencies for the sample types and levels alleged in complaints in blood and in aqueous control fluid. Card lot 03-23034-60 was tested with blood and with aqueous control fluids at the time of product release. Card lot 03-23034-60 met product specifications at the time of release. Lot 03-23034-60 was tested during the product lifetime with blood which performed within specifications. Additionally, returned cards from japan from lot 03-23034-60 were tested with blood and performed within specifications. The test cards were also tested with various control fluids and performed within specifications at the ranges raised in the customers allegations. Therefore, there is no evidence that the system or reagent cards are not performing as intended. With information provided and testing conducted, the issue cannot be confirmed and root cause is indeterminate.